Event description:
It was reported by service report that the side rail would not latch in the raised position due to a broken toprail; IV pole could not be locked up and had the potential to fall in an unintended direction. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
IV pole.